Event description:
It was reported that patient is having increased seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because it will add no value to the investigation.

Event description:
The physician has assessed that the stimulation mode that fails to abort seizures is magnet mode, that the seizure levels are above pre-vns baseline, and that low battery is the cause of the event. Settings and diagnostics are reportedly unable to be obtained. He states that the battery was replaced due to report of battery not working after a settings increase. The patient had a battery replacement procedure. The explanted device is not needed for evaluation as it will add no value to the investigation. The magnet not aborting every seizure is an expected event that is addressed in labeling. No other relevant information has been received to date.